Manufacturer narrative:
This report is submitted on 9 april 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 8 february 2021.

Event description:
Per the clinic, the patient developed a post-operative wound infection at the implant site that has since resolved. It is unknown what treatment was administered.